Event description:
It was reported that the device has a broken syringe holder. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction: g.2 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced flange gripper, fpc cable, tube drive, wiper seal. Unit affected by the syr/pca plastics recall (B)(4). Replaced rear case. Calibrated. The probable root cause of the reported issue was due to customer damage of the flange gripper.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 09jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device has a broken syringe holder. No additional information was provided. There was no patient involvement.